Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.1., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: yellow particles observed, the outside of the device. Yellow biological tissue observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, a left side deflation. The device has been explanted.